Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) and a leaflet flail for a mitraclip procedure. During the procedure, the clip was advanced within the patient. While testing the established final arm angle (efaa) for the clip arms, the clip opened to approximately 45 degrees. Troubleshooting was performed unsuccessfully and the clip continued to open. The clip was removed from the patient and a replacement clip was implanted successfully. The procedure was discontinued; the final mr was reduced to grade 2. There were no adverse patient effects or clinically significant delays reported.